Event description:
Settings and diagnostics received. X-rays reviewed by physician with no breakages noted. Physician will proceed with scheduled protocol increase, plan to interrogate at next clinic visit and monitor closely. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance shortly after the implant procedure and was referred for xrays. The patient's device was later interrogated and the impedance was seen to be within normal limits. Follow ups are being made to check for incomplete pin insertion which can show impedance to fluctuate between normal and high impedance based on patient and device movement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.